Event description:
A surgeon reports explanting an intraocular lens (iol) due to iritis. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Additional info has been provided by the reporting surgeon. The cataract surgery was complicated with vitreous loss. The pt has extremely lx zonules. The anterior chamber iol haptic eroded into the iris angle resulting in chronic iritis and cystoid macular edema. The iritis has resolved and the cystoid macular edema is resolving.